Event description:
Report received from study database indicated that the patient was admitted for propagating thrombus to the distal vessel and stent occlusion. Patient had five stents deployed in the left superficial femoral artery (sfa). One-day post stent implants patient returned with propagation of thrombus distally towards the calf of the stented leg. Also, the report indicated that stent occlusion was present. However, the report did not specify which stent(s) were occluded. The patient was treated with intravenous heparin infusion. Additional information has been requested for more details of the procedure and events reported. This product will not be returned for evaluation and testing. Additional information will be sent within 30 days upon receipt. This is one of five products involved in the same patient and reported under manufacturing number 9616099-2007-682, 9616099-2007 -00683, 9616099-2007-00684, 9616099-2007-00685 and 9616099-2007-00686.